Manufacturer narrative:
Cont¿d d.11: non-bd (baxter) 100ml infusion bag labeled vasopressin 40 unit dextrose 5% 100ml, and two non-bd alcohol caps. Additional information: a.1, a.2, d.1, d.4, d.10, d.11; g.5. ***************************************************** the customer¿s report of the tubing splitting at the hub was not confirmed based on visual inspection of the as-received set sample. The set sample was visually inspected under magnification for kinks, holes/tears in the tubing or damages to the components. No issue was observed. Functional and pressure testing of the set observed no issues. The root cause of the reported tubing splitting at the hub was unable to be identified.

Event description:
It was reported multiple events of tubing splitting at the hub. The set was attached to one used 100ml baxter bag, 5% dextrose injection. It was confirmed during a phone call follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported multiple events of tubing splitting at the hub when normal saline was pushed through. There was no report of patient impact, delay or serious injury.